Event description:
Customer alleged discrepant blood glucose results of 107 mg/dl back to back with a result of 263 mg/dl when testing was performed 8 minutes apart on the compact plus system. Customer stated he was experiencing hypoglycemic symptoms at the time and self treated with food as a result. No other actions were taken or treatment reportedly received. A request was made for the return of the suspect device and replacement product was sent.